Event description:
It was reported that during implant and after pocket closure, the lead would not capture and impedance was high. The pocket was re-opened and the lead was extracted and replaced with an alternative lead. Again, the lead would not capture and impedance readings were high. The lead was extracted and successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.